Event description:
It was reported that the customer was experiencing low blood glucose levels and requested assistance changing pump basal setting recommended by health care provider. Customer updated basal setting with tandem technical support but declined any further assistance.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.